Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No blank display or display anomaly noted during testing. The keypad connector on lcd board was inspected and no anomaly was noted during testing. No moisture damage inside pump noted during testing. Analysis was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.